Event description:
It was reported the physician implanted a 25mm gore helex septal occluder to close a pt patent foramen ovale. The 25mm occluder was too small and was removed. A 30mm helex device was implanted. The defect was not balloon sized. The next day the occluder had embolized to the descending aorta. A snare was used to remove the device. The pt was doing well following the procedure.

Manufacturer narrative:
The review of the manufacturing records verified that this lot met all pre-release specifications. The engineering eval stated the following: the physician reported that a 30mm occluder had embolized to the descending aorta one day after it was implanted. The investigation revealed that the occluder shape and size were normal. The event description noted that a 25mm occluder was attempted but determined to be too small and that the defect was not balloon sized. It is possible the 30mm occluder was too small for the defect. Based on inspection of the returned device, there is no indication that the reported events listed above were due to design or manufacture of the device.